Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received a motor error on the insulin pump, after a bolus was programmed. The customer's blood glucose was 510 mg/dl, which was treated with a manual bolus. During troubleshooting, it was stated that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. The rewind sequence was completed on the insulin pump and it was advised to discontinue use and revert to a back-up plan. Nothing further was reported.